Event description:
After approx 10 hrs of iab therapy, a balloon leak was detected via blood in the tubing. The iab was removed and replaced. Upon removal, a pinhole was noted near the tip of the iab. No pt injury or further complications occurred as a result of this event.